Event description:
The reporter stated that his great grandmother repeatedly kept getting er1 messages every time a test was performed. A hcp did a comparison test on her meter (type unk) and got a result of 265 mg/dl. Reporter said that he and his great great grandmother were using the correct control solution, and tried using two different lots of test strips, but sill got er1 messages.